Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the distal end of the polycarbonate sheath around the microtip needle was damaged. It appeared the plastic end softened and deformed, possibly from temperatures associated with "static" use of the device. This can occur when the tip is held "steady" against the target tissue, without use of the prescribed axial, in-and-out motion of the handpiece. There did not appear to be material missing from the deformed plastic sheath.

Event description:
During a procedure with the tenex health tx system, it was discovered that the distal end of plastic sheath that surrounds the needle was damaged. The procedure was completed with another microtip hand piece. There were no patient complications.